Event description:
Event description guidant received information that one week after the patient experienced a cranio-cerebral injury, this implantable cardioverter defibrillator (ICD) recorded episodes and delivered inappropriate anti-tachy pacing due to oversensing. It is suspected that the ICD oversensed myopotentials resulting in the inappropriate episode. The physician has elected to explant the device and it has been returned for analysis.